Event description:
During a chronic total occlusion treatment procedure a catheter became entrapped with a wire. The target lesion was located in the right coronary artery. A crossboss catheter was advanced over a non bsc wire. During the removal of the crossboss the two devices became entrapped with each other and the devices were removed as one unit. No patient complications were reported and the procedure was not completed due to this event. The patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).